Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the issue of the diluent pump makes a noise when it primes diluent (air in the lines). The customer primes and fluid does fill the lines, it will not hold the diluent. Fse noticed that the substrate was not priming properly. Fse determined the cause of the diluent pump failure plus air getting in the connecter block is the motor drive board has an intermittent problem. Fse replaced the diluent pump, connecter block and the motor drive board. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-600ii analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was diluent pump failure.

Event description:
On (B)(6) 2015, a customer reported noisy diluent pump with their aia-600ii analyzer. The customer is unable to run ctnl2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctnl2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.